Event description:
It was reported after approximately 30 minutes inside blood glow and 25 minutes after tsp there seemed to be a change inside the mobicath. After pulling the therapy catheter back into the sheath, the catheter somehow "sucked" out of the sheath and flipped into the left atrium (la). The case was still successfully finished with the mobicath and therapy catheter (no product change). The physician cannot apply appropriate pressure as he likes, because the catheter is too much outside the sheath.